Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 1421.4mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. Pertinent medical history includes traumatic brain injury (tmi) and gastric ulcer. Other medications the patient was taking at the time of event included: keppra and citalopram. The patient had intermittent increased spasticity and always had more residual drug than expected. It was "usually about 6cc over what is expected." The patient first experienced volume discrepancies in (B)(6) 2012. The physician was going to do a dye study on (B)(6) 2016. At the dye study, the physician was able to aspirate 0.5cc out of the catheter. The aspiration was slow with lots of bubbles. The physician pushed dye, and he thought that some of the "catheter could be epidural." The physician was going to communicate the results with the patient's physician and reschedule the patient to have a catheter revision. The cause of the volume discrepancies were was possibly related to the catheter. It was noted there was a possible catheter malfunction, questionable subdural catheter." The volume discrepancies had not resolve, the patient was going to have a catheter replacement, to be scheduled. The patient's status at the time of report was noted as "alive-no injury."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received from a healthcare provider who indicated that the patient was scheduled for an intrathecal baclofen catheter and pump replacement on (B)(6) 2016. Over the past month, the hcp gradually tapered his intrathecal baclofen rate from 1400 to 400 mcg/day with no change in muscle tone. Therefore, there was high suspicion that there was a catheter malfunction. This hcp had requested that the physician advance the patient¿s catheter tip to mid cervical level for upper limb spasticity. It was noted that the patient also had cervical dystonia, so the hcp hoped that the new placement of the catheter would help this issue. As of (B)(6) 2016, the patient¿s intrathecal baclofen rate was 400 mcg/day. During the catheter replacement on (B)(6) 2016, it was found that the catheter was kinked. It was also discrepantly reported that the aspiration was not possible during the dye study. The patient had not received effective therapy, but as of the date of this report, the issue had resolved. The patient was currently being treated with lioresal intrathecal (concentration ¿500 mcg¿) at a dose rate of ¿25 mcg.¿ . Additional information indicated that the patient was taking some oral valium and baclofen in addition to 75mcg/day of intrathecal baclofen. The intrathecal baclofen was increased at the visit on (B)(6) 2016. It was noted that the managing physician uses gablofen; however, lioresal was used in the new pump system. No details were provided related to the 'new system'. Per the healthcare provider, the patient could talk better than ever and looked better than ever despite him stating he could not sleep because of spasms. The patient had a slight fever. It was noted that the patient was given pain medication post-op that did not agree with him.